Event description:
In 2006, ptca/stent of lm-circ; with subsequent dissection distally, circumflex and om vessels each with individual guidewire introduced. One of the two guidewire tips failed, and segment of tip separated from guidewire. Pt recommend for emergent CABG, due to dissection. The patient expired in the next day post cab. See scanned page.